Event description:
The customer reported that the mx400 monitor showed a "speaker malfunction" error message; no sound was coming from the mx400, during a self-test. The device was not in clinical use.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.